Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The failure happened when the device was not used on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).